Event description:
The customer reported receiving erratic troponin I (accutni+3) results for one patient sample on two instruments in the laboratory. The patient sample was initially tested on a standalone access 2 immunoassay system; an accutni+3 result above the laboratory's critical level was generated. The customer has a reflex protocol in place in which all samples that generate results above a critical level are automatically rerun. The reflex rerun result was lower than the initial result; the patient sample was retested multiple times on the same instrument and on the laboratory's access 2 immunoassay on a unicel dxc 600i synchron access clinical system. The subsequent accutni+3 results generated were greater than and less than the laboratory's critical level. This MDR reports the results received on the standalone access 2 immunoassay system; please see MDR 2122870-2014-00441 for the results received on the access 2 immunoassay section of a unicel dxc 600i synchron access clinical system. The customer stated a result below the critical value was reported outside of the laboratory. There was no change to or impact to patient treatment. Calibration information for the standalone access 2 immunoassay system was not provided by the customer. All system parameters (including quality control results, calibrations, system check, and precision run) were within assay and instrument specifications. The sample was collected in a lithium heparin plasma separator tube and was centrifuged at 3200 rpm for ten minutes.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. The cause of erratic accutni+3 results could not be determined with the supplied information. Associated MDR: 2122870-2014-00441.